Manufacturer narrative:
Pump received with no act and up button response due to corroded keypad traces. No button error alarm noted. No ramping numbers on its own or scrolling bar moving anomaly noted. Unable to verify for weak signal alarm and operating currents including, low battery or off no power alarm due to no act button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that buttons continued to scroll during bolus. Customer also reported to have received a weak battery alarm. Customer's blood glucose was 85 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.